Manufacturer narrative:
On 03/28/2019, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device. During initial evaluation a rent was observed within a crease on the posterior aspect, measuring approximately 0.2 cm. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent within a crease was found on the device. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or over-inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. There is no evidence that the issue is related with manufacturing. At this time is not possible to determine the origin of the yellow material observed. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. The reported complaint of capsular contracture in the patient was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture and deflation are known complications associated with these devices and are referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 02/11/2019, mentor received additional information about the event. - the patient developed capsular contracture (baker grade unknown) in both breasts. A separate medwatch report will be submitted for the capsular contracture in the left breast. - the patient had both breast prostheses explanted and they were replaced with a mentor smooth round moderate plus profile 400cc saline breast prosthesis and a mentor smooth round moderate plus profile 300cc saline breast prosthesis. On 02/12/2019, the mentor product analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate plus profile 375cc saline breast prosthesis that deflated after implantation. There was a spontaneous deflation of the right breast prosthesis. As a result, the patient will undergo explantation on (B)(6) 2019.